Manufacturer narrative:
Correction: the initial report [6000034-2025-02899] submitted on august 18, 2025, was filed inadvertently. There were no device migration involved. A CT scan (specific date not reported) confirmed proper electrode array placement. The cochlear implant was evaluated on (B)(6) 2025, using the integrity test system. However, the results were inconclusive.

Event description:
Per the clinic, the patient experienced no sound from the internal device, implant migration along with high impedances and no communication to the internal device. Hardware exchange, troubleshooting and re-programming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.